Manufacturer narrative:
Device evaluation: analysis of the returned device identified device to be underweight and a broken shell. A visual and microscopic analysis was performed which identified a sharp broken on the posterior, stress marks, wear abrasion and a crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on posterior of broken device assessed as a surgical impact opening, for the stress mark in the shell.

Event description:
Healthcare professional reported left side rupture and implant exchange from textured to smooth due to patient's concern with the device. The has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture and exchange from textured to smooth due to patient's concern with the device.

Event description:
Healthcare professional reported left side rupture and implant exchange from textured to smooth due to patient's concern with the device. The has been explanted.